Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the half height cubie drawer 3.1 had failed. The field service engineer fse ran the diagnostics tool which did not show any micro errors on the cubie pockets or indicate a drawer failure. The device was shut down to reseat the cables and then rebooted. After rebooting the fse verified that the half height cubie drawer was operational. The customer was able to successfully open and inventory the drawer. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed to open. The customer attempted to recover the cubie, it cleared once the drawer was closed but then failed again when trying to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.